Manufacturer narrative:
Ibáñez-muñoz, ana, et al. "One-year follow-up of the xen® implant with mitomycin-c in pseudoexfoliative glaucoma patients." European journal of ophthalmology, august 2018, vol. 29(3) 309¿314, doi: 10.1177/1120672118795063. The event of uveitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The author does not have any further information regarding event, product, and patient details. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of uveitis in the right eye was noted in the article: "one-year follow-up of the xen® implant with mitomycin-c in pseudoexfoliative glaucoma patients." Event was resolved with medical treatment without functional consequences.